Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver log showed no errors. Run receiver functional test's, pass all relevant tests. G5 global communication tool software test, pass sound tests. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, pass. Perform speaker audio intermittent tests, pass. Measure the speaker resistance. Speaker resistance within specification. The reported event of a low audio output was not confirmed. A root cause could not be determined.